Event description:
It has been reported to philips that the system was not working. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting and it got blocked during the countdown at 00:00 a.m . Troubleshooting actions showed a problem with the ippc. The fse replaced the ip pc and the hard disks, and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the ippc. The fse replaced the ip pc ,hard disks and installed the software. After replacement of the ip pc ,hard disks and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.